Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation based procedure, post-ablation scans showed a bleed at the posterior end of the ablation area that were not visual on the post-ablation scans run prior to removal of the catheter. It was re ported that removal of the catheter was smooth, though evidence of charring was present on the distal end of the fiber. It was noted that the charring was not near the spot of the bleed, though the catheter would have passed by the location. Additional scans found that the bleed that did not require intervention, per the surgeon. In regards to the charring, the initial test does was reported to be fifteen seconds, while the first treatment dose was noted to be nineteen seconds. It was reported that the heating was "rapid" and that saline flow was noted to be functional. Saline flow was noted to be somewhat inhibited by the screw on the dock of the clearpoint used for insertion. The pixilation of the ablation was noted to have dropped, but reduction of threshold settings restored the functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
The logs for the ablation system were reviewed by medtronic personnel. It was noted that the ablation power and duration was longer than recommended. Additionally, thermometry and treatments lasted longer than recommended prior to resetting. The wrong plane was noted to be monitored during the first two ablation sessions. If information is provided in the future, a supplemental report will be issued.